Event description:
Customer alleges discrepant results with meter compared to doctor's point of care (poc) meter: date: (B)(6) 2011, inratio: 1.2, poc meter: 3.8. Both patient's target therapeutic ranges are 2.0-3.0. Meter tests done 1 hour apart from each other.

Manufacturer narrative:
Investigation pending.